Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt states she feels stimulation like normal and all of sudden she doesn't feel stim and attributes the issue to an android error message '0x164fb9f6' and this occurred around three weeks ago. Agent reviewed android errors should not impact pt's therapy delivery. Redirect to hcit to confirm apps all up to date and to pull logs. Agent reviewed pt can keep track of her alleged issues in a personal log and that can be referenced in future log/report pulls.